Event description:
A malfunction was reported on the customer's pump while completing a software update. There was no adverse impact to the customer's blood glucose level. Technical support assisted the customer with resetting the pump but the malfunction persisted, so they recommended replacing the pump. The pump was out of warranty, but the customer expressed interest in obtaining an out-of-warranty loaner pump.

Event description:
Customer reported a malfunction on a pump while completing the software update. There was no adverse impact to the customer's blood glucose level. The customer will use multiple daily injections (mdi) as a backup.